Manufacturer narrative:
Approximate age of device ¿ 4 years, 7 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4.5 years of support, the patient reported unspecified alarms sounding from the system controller. The patient was reportedly asymptomatic. At the hospital, the healthcare professional noticed low flow, driveline disconnected, and pump stop alarms in the system controller history. A driveline evaluation performed by the manufacturer¿s technical services representatives found no broken wires; however, an area of unspecified damage was reportedly visible at the end of the bend relief at the system controller end. A distal end percutaneous lead (driveline) replacement was subsequently performed on (B)(6) 2016 with no issues reported during the procedure. On (B)(6) 2016, the patient was discharged; however, later that day low flow and driveline disconnect alarms again sounded from the system controller. All the connections were rechecked and a self-test was performed. The alarms returned after an hour and lasted longer. The system controller was changed from the power module to battery power and the pump immediately restarted and the alarms resolved. It was reported that the patient momentarily lost consciousness but is now okay. The healthcare professional noted 2 pump stoppages in the system controller history. The patient is currently back on power module support with an ungrounded patient cable and the lvad parameters reportedly have remained stable. No further information was provided.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the report of low flow, driveline disconnect, and pump stop alarms. The events were captured between (B)(6) 2016 and appeared to be consistent with a potential driveline wire compromise. The events occurred while the system controller was connected to the power module and also while it was connected to batteries. The cause of the low speed operation, pump stop, and driveline disconnect events could not be conclusively determined based on the log file evaluation. The replaced 16.5-inch section of the lvad¿s percutaneous lead (lead) was returned for evaluation. Examination of the lead found a longitudinal cut in the outer jacket from approximately 1 inch to 3.5 inches from the metal connector. Residue was found on the inner surface of the silicone sleeve underneath the bend relief. No other residue or fluid was found within the lumen of the lead. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. Visual examination revealed no damage to the bionate layer of the lead. Breakdown of the metal shielding was observed approximately 2.5 inches from the metal connector; however, visual inspection of the underlying wires revealed no fractures or breaches in the insulation of the wires. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation and test did not reveal any area of current leakage that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire compromise. X-ray images of the internal portion of the lead were submitted for evaluation and an area of potential metal shield breakdown was observed; however, wire compromise could not be confirmed. The patient remains ongoing on lvad support with no further alarms while utilizing a non-grounded patient cable when connecting a power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.